Event description:
It was reported that the device is going through nimh batteries in about 15 minutes each. Customer is sending the device and one battery for evaluation. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report, however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.